Manufacturer narrative:
Request for patient information made via phone call (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No patient information provided to date. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The excessive moisture in the unit was dried out, the flow sensor replaced, and the unit was returned to service.

Event description:
The hospital reported that the ventilator stopped working resulting in the loss of mechanical ventilation. There was no report of patient injury.